Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited a fault code following manual capacitor reformation (pre-implant testing).